Event description:
Clarification of the event: the lead was replaced. The patient was in good condition post-procedure.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that two days after implantation an rv pacing threshold increase was found during interrogation. A lead revision was done and went without problems. No further information was available.